Event description:
Patient reported "rupture of the inner capsule of the implant, implant ruptures with typical signs of finding as well as fluid accumulation in the vicinity of the implant, rupture with typical linguini sign and fluid accumulation around the implant" confirmed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.